Event description:
Mating difficulty occurred between a nail and explant attachment.

Manufacturer narrative:
D4: lot number added, 91576982003049. D9: received by paragon 28. Device available for evaluation. G4: combination product should not be checked. It will not uncheck. H2: followup to add new "information" and evaluation. H3: product evaluated.